Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 07-jul-2021, it was reported that the patient's infusion set's tubing ripped off accidently in the night and the blood glucose level rose to 19 mmol/l. Currently, the patient's blood glucose level was 10.10 mmol/l. No further information available.